Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a healthcare professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and after unknown latency the patient had pain and swelling in both of her knees, also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication or concurrent condition was provided. There was no known relevant medical history. On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection, once (dose: unknown) (batch/lot number: 7rsl021; expiry date: 31-may-2020) bilaterally for knee osteoarthritis after lidocaine. The procedure was done in a sterile environment and was taken out right at the time of administration. On an unknown date in 2017, (unknown latency after starting treatment), the patient experienced pain and swelling in both of her knees and that she was coming in for the appointment on (B)(6) 2017. Corrective treatment: not reported for all. Outcome: not recovered for all. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated 26-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced pain and swelling in both of her knees. The events are temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Device malfunction [device malfunction] arthritis flare [arthritis flare up] ([joint crepitation], [joint range of motion decreased], [swelling of knees], [knee effusion], [pain knee], [joint warmth]) ldl cholesterol level was elevated moderately [ldl cholesterol increased] case narrative: this unsolicited serious legal case from united states was received on 18-dec-2017 from a healthcare professional. This case concerns a 44 year old female patient who received treatment with synvisc one and after unknown latency had arthritis flare, after 11 months and 29 days ldl cholesterol level was elevated moderately. Also, device malfunction was identified for the reported lot number. The patient's past medical history included mild intermittent asthma on (B)(6) 2017, obesity on (B)(6) 2017, appendicectomy and cholecystectomy. Patient was a non-smoker and never used tobacco, alcohol use (rarely 1 glass of wine). Patient had no allergy to egg. No family history was reported. Concomitant medication included lidocaine and meloxicam. At the time of event, the patient had ongoing primary osteoarthritis of both knees and osteoporosis. On (B)(6) 2017, patient had bilateral knee examination and the inspection of knee revealed no swelling, ecchymosis or deformity. There was mild bilateral medial joint line tenderness. On the same day, the patient received treatment with single intra-articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021; expiry date: 31-may-2020) bilaterally for knee osteoarthritis after lidocaine. It was reported that due to her body habitus and state of disease she required ultrasound guided injection. The procedure was done in a sterile environment and was taken out right at the time of administration. This was patient first experience with viscus supplementation. Patient tolerated the procedure well. Patient was advised to remain in clinic for 20 minutes afterwards due to the possibility of medication allergy. It was not known if patient was sensitive to hyalurans. Patient was advised to continue meloxicam daily though recommended stopping after this month. On the same day, patient's ast (aspartate aminotransferase): 41 iu/l (h) (normal: 10-40), alt (alanine aminotransferase): 96 iu/l (h) (normal: 10-60). On an unknown date in 2017, (unknown latency after starting treatment), the patient experienced moderate pain and swelling in both of her knees just after the injection. It was reported that knee pain and swelling was occurring intermittently since receiving the injection. That essentially subsided though she had mild pain similar to her osteoarthritis pain for next several weeks. Over the past week, she had increased pain and swelling in left knee. The patient was an engineer and she spends a lot of time on her feet. Physician would think that patient would not be able to walk or handle the pain for that long if her knee was septic. Physician did put patient on cipro prophylactically while waiting on cultures. When physician brought her in to aspirate fluid off, physician did not give her an injection of anything- lidocaine or steroids. Physician did not want to introduce anything into an potentially infected knee. Physician was going to have patient come back in after the holiday and might aspirate more fluid and send it off. At that point, physician gave patient some steroids to calm the knee down. Patient said that it hurts worse now. Patient had an appointment on 18-dec-2017 with physician. On the same day, moderate effusion in left knee and mild effusion in right knee was noted. There was minimal warmth to left knee only. No erythema. Range of motion (rom) was without significant pain but she does not tightness on the left with passive rom. Rom is 0-135 on right and 0-125 on left. There was mild tenderness on medial and lateral joint line on left. Patient was told about the recalled lot number potentially being contaminated with gram negative bacteria. Physician was instructed to treat patient as they have gram negative infection. Patient's exam was significant with inflammation but does not appear to be a septic joint and also she was over a month out from injection. Physician aspirated both knees. The skin was prepped in normal sterile fashion using chlora prep. Under direct ultrasound guidance in transverse plane a 1.5 inch, 22 gauge needle was advanced into the suprapatellar pouch superior to the fat pad and femur. 3 ml of 1% lidocaine without epinephrine was injected, initially into the suprapatellar pouch and then slowly withdrawn to create a wheal on skin. An 18 separate 1.5 inch, 18 gauge needle was introduced on 60 cc syringe. The left knee was then aspirated for 60 ml of fluid appearing yellow and slightly cloudy. The right knee was aspirated for 25 ml of fluid appearing yellow and slightly cloudy. Patient tolerated the procedure well and was discharged in stable condition. Synovial fluid was sent for studies listed below i.e culture fluid w/gram stain, culture anaerobic fluid/tissue no gram stain, fluid cell count, gram stain, crystals, glucose fluid. Results were as follows: gram stain results:- many (4+) wbc observed, no organisms were observed. Left knee synovial fluid analysis showed rbc fluid: 1.943/mol, wbc fluid: 1.296/mol, neutrophil fluid: 82% and lymphocyte fluid: 18%, glucose fluid: 80 mg/dl. It was reported that cell count is approximate due to presence of fibrin or clotting in fluid. Patient was able to resume activities but was unable to ski or run or any heavy activities. Patient denied fever/chills at any point, or warmth to the knees or severe pain with simple range of motion. On (B)(6) 2017, patient presented with left knee pain and effusion. There was no growth in culture results as of (B)(6) 2017 and no anaerobes isolated at 5 days. On (B)(6) 2018, patient's blood sample was withdrawn from site right and left antecubital. On (B)(6) 2018, patient's ldl cholesterol level was elevated moderately. Patient had ongoing knee pain secondary to osteoarthritis, but does not want further treatment at this time. On the same day, patient's musculoskeletal exam showed bilateral knees with subpatellar crepitus during rom. Left knee with 1+ valgus instability. Normal range of motion. No edema or effusion. On an unknown date in(B)(6) 2019, patient did not have significant pain but there was swelling much more than normal. Patient had a slight restriction in range of motion due to swelling. Patient also felt that she had more rubbing behind the knee cap. On (B)(6) 2019, patient visited again with chief complaint of knee problem. Patient presented with swelling of both knees for past several days. She denied any new injury or trauma. On the same day, patient had bilateral knee examination that showed moderate supra patellar swelling, marked medial joint line tenderness, rom: 0-130, hamstrings rated 5/5, quadriceps rated 5/5. On the same day, patient's right knee x-ray showed: mild spurring noted posterior aspect of right patella with mild arthritic change noted and slight lateral tilt. Very mild decrease in medial joint spaces bilaterally compared to lateral sides. No fractures were noted. This was slightly related to arthritis flare. The event was assessed as serious with required intervention as seriousness criteria. Patient was treated with 10 days of naproxen 500 mg twice a day. Patient was advised rest the next week to allow the flare to calm down. Also reported that if patient had increased swelling, then patient would again have aspiration and corticosteroid injection. Action taken: not applicable for all events. Corrective treatment: ciprofloxacin, naproxen, and hydrocodone bitartrate-paracetamol (norco) for arthritis and not reported for other outcome: unknown for all events. A product technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Additional information was received on 22-dec-2017 from physician. Verbatim was updated for the event of swelling in both of her knees to swelling in both of her knees/complaints of swelling; pain in both of her knees to pain in both of her knees/complaints of pain. Event of have both knees aspirated was added along with its details. Clinical course was updated and text was amended accordingly follow up information was received on 07-feb-2018. Global ptc number was added. Additional information was received on 05-aug-2019 from lawyer. The case type was updated to legal. Events the patient had swelling in both of her knees/complaints of swelling/intermittent knee swelling, have both knees aspirated/effusion of left knee and right knee, and pain in both of her knees/complaints of pain/intermittent knee pain/ mild tenderness on medial and lateral joint line on left, device malfunction were updated as symptom of arthritis. Additional symptoms minimal warmth in left knee, subpatellar crepitus during rom, slight restriction in range of motion due to swelling were added. Dose of synvisc one was added. Labs added. Patient's medical history was added. Seriousness criteria was updated. Clinical course was updated and text was amended accordingly.

Event description:
This unsolicited case from united states was received on 18-dec-2017 from a healthcare professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and after unknown latency the patient had swelling in both of her knees/ complaints of swelling, have both knees aspirated and pain in both of her knees/complaints of pain. Also, device malfunction was identified for the reported lot number. No past drug, concomitant medication or concurrent condition was provided. There was no known relevant medical history. Patient had no allergy to egg. On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection, once (dose: unknown) (batch/lot number: 7rsl021; expiry date: 31-may-2020) bilaterally for knee osteoarthritis after lidocaine. The procedure was done in a sterile environment and was taken out right at the time of administration. This was patient first experience with viscus supplementation. It was not known if patient was sensitive to hyalurans. On an unknown date in 2017, (unknown latency after starting treatment), the patient experienced pain and swelling in both of her knees. Patient experienced swelling in both knees and had to have both knees aspirated. The fluid was sent off but the cultures were not growing anything at this point. The patient called physician a month later with complaints of swelling and pain. The gram stain came back negative. The patient was an engineer and she spends a lot of time on her feet. Physician did not think that patient has a septic knee or an infection. If patient had, then she would have presented much sooner. Patient did not call me for a month. Physician would think that patient would not be able to walk or handle the pain for that long if her knee was septic. Patient had a big effusion on left knee and right not as much. Physician did put patient on cipro prophylactically while waiting on cultures. When physician brought her in to aspirate fluid off, physician did not give her an injection of anything- lidocaine or steroids. Physician did not want to introduce anything into an potentially infected knee. Physician was going to have patient come back in after the holiday and might aspirate more fluid and send it off. At that point, physician gave patient some steroids to calm the knee down. Patient said that it hurts worse now. Patient was coming in for the appointment on (B)(6) 2017. Corrective treatment: not reported for device malfunction; ciprofloxacin (cipro) prophylactically for rest events outcome: unknown for device malfunction and have both knees aspirated; not recovered for rest events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 22-dec-2017 from physician. Verbatim was updated for the event of swelling in both of her knees to swelling in both of her knees/complaints of swelling; pain in both of her knees to pain in both of her knees/complaints of pain. Event of have both knees aspirated was added along with its details. Clinical course was updated and text was amended accordingly pharmacovigilance comment: sanofi company comment follow up dated 22-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced swellling, effusion and pain in both knees. The events are temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.